Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-02082 and 1627487-2013-02083. The patient received three leads (from two separate lots) as part of her pns system (off-label). It was reported the patient wants her system removed. She stated she felt stimulation coverage but her pain relief was inadequate. She allegedly refused to be reprogrammed. It was reported the patient plans to see her surgeon to discuss explant of the system. No further information is available at this time.